Manufacturer narrative:
The provider adjusted and repaired the device in the field. The unit is working properly.

Event description:
Alleges user was coming to a stop and she was thrown from the chair because it tipped forward causing her to fall flat on he face and hurt her thigh.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges user was coming to a stop and she was thrown from the chair because it tipped forward causing her to fall flat on her face and hurt her thigh.